Event description:
Anesthesia placed an arterial line for close blood pressure monitoring in a high risk. Insertion date and time was at approximately 2 pm. A 20g x 3" catheter was placed into the artery using a modified seldinger technique. The catheter was secured and dressed with a sterile pressure dressing. A good waveform and flow was noted. At the night shift changed, 12:00 a.m., arterial lines sbp was running 15 - 20 mmhg lower than cuff sbp. Rn noted that the arterial line waves were dampened and unable to draw. Rn discussed with provider for an order to remove the arterial line. Began removing the arterial line by removing the tape. Once the tape was off, the end of the catheter closest to tube tubing "popped" off as described by the rn. The rest of the arterial line remained in the radial artery. The rn called the provider. An ultrasound was completed to the bedside to confirm that the catheter was still located in the right radial artery. Patient went to surgery to have vascular surgeon remove the catheter. Both pieces of catheter were saved and the manufacturer will be contacted to inspect the catheter pieces.